Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The fse (field service engineer) found errors e090, e085 and e102 in the error log but was unable to reproduce them after monitoring the device for four (4) days. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was inspected onsite by a field service engineer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A field service engineer reported on behalf of the customer hf unit "esg-400" intermittently restarts automatically. While onsite the error log showed errors e090 (error message permanent reboot/temporary failure), e085, and e102. There was no patient or procedure involvement and no reports of harm associated with this event.